Event description:
The customer reported that he went to swim with the insulin pump on. The customer stated that the device was under the water for several minutes and when he came out of the pool, the insulin pump alarmed motor error. Troubleshooting was performed. No further information was performed.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display due to moisture damage in the electronic and motor assembly. Further testing was not performed due to the blank display.